Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) was confirmed. Upon investigation, resistor r45 was open on the c/a board, which caused a service code 102 (charge profile fault). The cause for the open r45 resistor was a broken lead on high-voltage capacitor c21 on the defibrillator board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). Results will be monitored. No adverse event resulted from the defective monitor.